Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such event is mentioned in the patient report. However, the received measurements appear to match well with the damages found. Other damages found during investigation are very likely related to the removal surgery. This is a final report.

Event description:
There was a sudden obvious decline in the patient's hearing performance with the device. No trauma has been reported. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Obvious decline in patients hearing performance with the device. No trauma has been reported. The patient has been re-implanted on (B)(6) 2016.